Manufacturer narrative:
The pump will not be returned for evaluation. The pump was reported to have been "functioning fine" until the decision was made to turn the pump off and the patient expired. A correlation between the device and the reported adverse events could not be determined. The instructions for use lists infection, sepsis and respiratory failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received patient outcome information indicating that the patient expired. The cause of expiration was noted to be sepsis. The hospital suspects that the sepsis started from a driveline infection and ended up as a pump pocket infection. The vad coordinator confirmed that the pump was functioning fine up until the second the pump was turned off when the patient expired. The patient was acidotic, in respiratory failure and end organ failure due to extreme sepsis that was eventually resistant to all the antibiotics prescribed.

Manufacturer narrative:
According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.